Manufacturer narrative:
Investigation not complete. Additional info has been included in the event description. Hospital has advised that product will not be returned. This report will be amended when the investigation is complete. Event device code is addressed in package insert. The following dates are estimated.

Event description:
Allegedly pt fractured his tibia just below the tip of the tibial stem. Surgeon requested a customer, long stem to stabilize the fracture and provide good tibial component fixation. The original surgery was (B)(6) 2001 where the stem was implanted. In (B)(6) 2004, the pt fell and fractured her tibia blow the stem. A cable was utilized but a non-union presented. On (B)(6) 2005, the stem was revised due to the non-union. At the time of the removal (that was related to the non-union and not to our product) it was noted that the stem became detached or disassociated as it was being removed from the bone. The hospital is reporting this detachment as they wanted to notify us of this occurrence. To date, this pt still has some soreness and shows some signs of arthritis. Uf medsun #(B)(4).